Event description:
It was reported that the patient presented during implant procedure. During procedure, the patient continuously experienced atrial fibrillation. Cardioversion was performed but failed and ablation of av node was performed. The implantable cardioverter defibrillator was implanted on (B)(6) 2023. The patient's condition was unknown.